Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.